Event description:
It was reported that the 9800 system locked up with x-ray switch stuck during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch needs to be replaced. The customer canceled the service call.